Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the shock label on their device is coming off. Upon evaluation of the customer¿s device, physio-control observed that the main keypad of the device was coming off. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.